Manufacturer narrative:
One (1) sfx x20 cross connector driver [product code: 2894-10-300, lot no: nw181936] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed a fracture located at the driver¿s distal tip. The fractured tip was also returned for analysis. The fracture analysis report noted that the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A definitive root cause for the x20 cross connector driver tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported products were used in the explant surgery, covering l4-ilio, after fixation of the fractured pelvis on (B)(6) 2017. In (B)(6) 2017, the patient¿s spine was fixed for the treatment of the pelvis fracture. During the explant on (B)(6), the surgeon tried to loosen sfx screws (part number unknown). He loosened outer screws and then the one in the center. But the tip of the reported driver shaft sfx x20 torque driver shaft (289410300) chipped while he was loosening the central screw. Because the outer screws were loose, he completed the explant without a delay. There was no adverse consequence to the patient.